Event description:
Morphine overinfusion-"run away" delivery 100ml bag of morphine delivered to the pt cassette adaptor (so part #21-7034) was not properly attached to bottom of the rca nor was the anti-siphon valve used. Instead they used brown safsite valve (product code c0-1000 nc, 415068) on the end of tubing.